Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, rv and left ventricular (lv) pacing impedance measurements were noted to have abruptly increased to 1,351 ohms for the rv, and 1,394 ohms for the lv. The programmed vector for the lv lead was noted to be lv tip to rv. Review of a stored ventricular episode showed oversensing of noise on the rv lead that resulted in inhibition of biv pacing, however, the patient is not pacemaker and had an intrinsic rhythm. Technical services (ts) discussed that the likely cause for the increased lv pacing impedance measurements was due to the programmed vector including the rv lead. Ts discussed that measurements should return to normal once the lv lead is programmed to a true bipolar configuration. Ts discussed the likelihood of an rv lead issue, and discussed troubleshooting options. Noise was then able to be reproduced in-clinic on the rv pace/sense and shock channel. Tachycardia therapy was then programmed off in the device, the patient was given a lifevest, and a lead revision procedure was going to be planned. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, rv and left ventricular (lv) pacing impedance measurements were noted to have abruptly increased to 1,351 ohms for the rv, and 1,394 ohms for the lv. The programmed vector for the lv lead was noted to be lv tip to rv. Review of a stored ventricular episode showed oversensing of noise on the rv lead that resulted in inhibition of biv pacing, however, the patient is not pacemaker and had an intrinsic rhythm. Technical services (ts) discussed that the likely cause for the increased lv pacing impedance measurements was due to the programmed vector including the rv lead. Ts discussed that measurements should return to normal once the lv lead is programmed to a true bipolar configuration. Ts discussed the likelihood of an rv lead issue, and discussed troubleshooting options. Noise was then able to be reproduced in-clinic on the rv pace/sense and shock channel. Tachycardia therapy was then programmed off in the device, the patient was given a lifevest, and a lead revision procedure was going to be planned. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The rv lead was suspected to be fractured and was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.